Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes and lead impedance variation. The lead alerted for high impedance. The lead had high thresholds with no capture. The lead was suspect of a fracture. The lead was programmed off and remains in use. No patient complications have been reported as a result of this event.